Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level t4. While gaining access to the vertebral body, an access needle was inadvertently directed too far medially, entered the spinal canal and punctured the spinal cord. The physician, upon seeing spinal fluid, withdrew the needle and redirected it. It was noted that bone cement did not extravasate out of the vertebral body. The procedure was completed without further complication. Post procedure, in the recovery room, the pt noted muscle weakness in her left leg while sensation remained intact. Reportedly, the pt regained some muscle strength; however, full recovery is not expected. No additional info was reported. Note: the access needle used in this procedure was not sold or distributed by medtronic spine llc.

Manufacturer narrative:
Method: device not returned; followed up with company rep.